Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose. Reportedly, customer was referred to health care provider regarding backup insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.